Event description:
It was reported that the patient presented for pocket revision. The previously capped right atrial (ra) lead was in a poor position, which caused patient discomfort. The inactive lead was repositioned on (B)(6) 2025. The patient was stable.